Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Investigation sample returned to sanxin, there is a photo from sales. Confirmed: bd was able to confirm the customer¿s indicated failure. Recheck same lot in process record quantity (B)(4) pcs, accordingly to sanxin semi finished product inspection, appearance sample level: 1 mold {0, 1}, total inspection 10 times, no leakage found. Recheck same lot manufactured finished goods quantity (B)(4) pcs, sampling level s-2 aql 1.0, sample size 13 pcs, no leakage found. Potential root cause: the welding mold and air vent welding is incomplete because of uneven leveling or the tooling for spike has deviation that lead to deviation of air filter during welding. Possible reason of incomplete welding or welding deviation may be due to fixture tooling loose. Corrective action: mechanics are required to do spot inspection for fixture tooling of spike and chamber assembly machine before each shift turnover to ensure fixture tooling have no deviation and shaking. Educate equipment operator, strengthen inspection of welding (air filter deviation, loose welding can be distinguished by eye). Establish a process control chart for this problem, when it exceed the control line, the operator is required to shut down the equipment and notify the mechanics to debug.

Event description:
It was reported during use of the bd IV administration set a120f(bp) there was an issue with leakage from the air vent. The customer states ¿the filter on the air vent is wrong there is leakage in the air vent.¿ there was no report of injury or further medical intervention.